Event description:
Iliac stenosis on the contralateral side. Iliac predilated and the device was deployed. Efforts to wire/balloon unsuccessful. Femoral-femoral bypass performed. Pt developed left groin seroma and a sartorius flap was performed to cover the femoral-femoral graft.